Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened act button keypad dome. J2 button keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. Unable to verify battery out limit due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window and moisture damage button keypad traces. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error and battery out limit . The customer¿s blood glucose was 6.7 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error after exposure to water. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit and could not clear the alarm. Customer declined battery out limit alarm troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.